Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per instruction for use, arten600038247 - a, "the amplatzer¿ septal occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the occlusion of atrial septal defects (asd) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration."

Event description:
It was reported that on (B)(6) 2021, a 24mm amplatzer post-infarct muscular vsd occluder was selected for implant, however the device was mis-sized too small and removed while still attached to the delivery cable. Then, a 32mm amplatzer septal occluder was attempted; which was also mis-sized and removed while still attached to the delivery cable. In the process of re-crossing the ventricular septal defect (vsd), the 12f amplatzer torqvue delivery system developed a kink due to tortuous patient anatomy and was exchanged for a new 12f amplatzer torqvue delivery system. Then, a 28mm amplatzer septal occluder was attempted, however the device deformed with a cobra head and was removed while still attached to the delivery cable. During another attempt at crossing the vsd, an unknown manufacturer guide wire perforated the right ventricle, resulting in pericardial effusion and hemodynamic instability. The patient passed away due to perforation of the right ventricle. The patient's death is not related to an abbott device, but a non-abbott guidewire used during the procedure. Not additional information was provided.